Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the cartridges were crack upon delivery of the lens. No patient issues noted. There are four medical device reports associated with this report. This is case one. Additional information was received stating the impact on the nozzle of cartridges was a split tip. The surgery was completed using new cartridges and there was no patient harm. .

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).